Event description:
It was reported that the patient presented with chest pains. An increase in threshold was observed. A micro lead perforation was suspected. The lead was repositioned. The patient was reported to be well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.